Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Further testing was recommended. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This report is being submitted to update section b5. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Further testing was recommended. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that the patient remained under monitoring, as the cause of the high out of range shock impedance measurements were unknown. No adverse patient effects were reported. This rv lead remains in service.